Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal six tampons fell apart. She did not think any tampon pieces remained inside and has not experienced any unusual symptoms.